Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error messages and missing low battery warning. Customer's blood glucose level was unknown. Customer stated that insulin pump was missing low reservoir warning and scratched on screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected audio or vibrate alarm anomalies noted. No unexpected low reservoir alarm anomalies noted. Device received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.